Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented to clinic and the implantable cardioverter defibrillator was unable to be interrogated. No changes or interventions were reported. The patient condition is not known.